Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the stroke was most likely due to high blood pressure. Due to the stroke a cta, EKG, tte, tee, and MRI were done at an outside facility. As of may 2, 2018, the symptoms related to the stroke were largely resolved. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the patient had an MRI for a stroke he had. The patient stated it was unknown if the stroke was related to the device or therapy. The patient stated the stroke occurred subsequent to having the devices replaced. No further complications were reported or anticipated.